Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, rupture.

Event description:
Patient reported right side "rupture" and mentioned the recall. Patient later reported "suspected capsular contracture" baker grade unknown. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, g2, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, h6.

Event description:
Patient reported right side "rupture" and mentioned the recall. Patient later reported "suspected capsular contracture" baker grade unknown. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 10/24/2024 additional, changed, and/or corrected data: b3, b5, h6, h11 photo analysis: visual analysis of the photographs identified: ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ local reaction: unable to observe since it is not related to the device. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side "rupture" and mentioned the recall. Patient later reported "suspected capsular contracture" baker grade unknown and "a patchy inflammatory cell infiltrate is seen charaterised by a few foreign body giant cells, macrophages and occasional small mature lymphocytes." Healthcare professional later confirmed " capsular contracture baker grade IV." Device was explanted.